Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (intravenous, 1 gram, every 5th day) and amikacin injection (500 milligrams stat dose, route was not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.